Event description:
It was reported that the customer had high blood glucose but not hospitalized. The customer's blood glucose level was unknown mg./dl. The customer had a blood glucose in the 400's mg/dl this morning. The customer was helped and felt that she now stable. The customer transfer to helpline on possible replacements for sets. The customer was spoke of make sure to clear the alert.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.